Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed clinical use including biological material on the distal tip and indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to and failed with two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. The device was examined further and a build up of tissue/ fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The rod was inspected for fractures, and none were found. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid/tissue to rise up the rod. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability.

Event description:
It was reported that the har36 ultrasonic scalpel would not function and the generator indicated to replace the handpiece. There was no medical intervention or adverse consequences reported. Surgical delay was minimal to replace the device. The procedure was completed successfully.